Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via cross-over approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 45cm 6fr non-bsc introducer sheath as introduced. After a 235cm non-bsc guide wire was advanced to cross the lesion, a 6.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use and advanced for dilation. However, upon inflation, the balloon ruptured. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.